Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
Information received from a consumer reported that during rehabilitation the chiropractor took his two thumbs and pressed really hard on either side of the consumer¿s spine. One place he pressed was the stimulator. Since then the consumer had problems in her right leg and had horrific pain. It was noted that the consumer had one shot for pain, was going to need shots to relax it, and also tried to stretch out the performances. The consumer had burning ¿fearing¿ pain at the stimulator. The consumer thought the implantable neurostimulator came away from the flesh. The issue occurred during use in (B)(6) 2015. The consumer had called a manufacturer representative (rep) and left a message. The consumer had been working with the rep on the unit. It was noted that the consumer was going to call her doctor¿s office tomorrow and get an appointment set up. The surgeon had a doctor in training who stitched the patient up who the consumer had called and he directed her to call the manufacturer. No further outcome was available. The consumer¿s indication for use was noted to be spinal pain.